Manufacturer narrative:
Additional narrative: reporter is a synthes employee. Part number: 391.906. Lot number: t940705. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2009. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the cable cutter lrg was received at us customer quality (cq). Visual inspection of the complaint device showed the distal tip of the cutter had broken off, and one of the screws had come loose due to the stake breaking. Device failure/defect identified? Yes dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/ specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal tip of the cutter had broken off, and one of the screws had come loose due to the stake breaking. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an inspection, the cable tensioner was discovered as defective. No specific issue was identified. No surgical impact. No patient involvement. This report is for one (1) cable cutter-large. This is report 2 of 2 for (B)(4).